Event description:
During packing of an aneurysm the gdc 10-3d 3d-shape synger detection circuit was unpacked and prepared for use. After unlocking the introducer sheath, the coil was introduced into the microcatheter via rhv. Significant resistant was felt by the physician, so the partially introduced coil was withdrawn outside the microcatheter. Resistance occurred in the introducer sheath. The coil became stuck in the introducer sheath and it was not possible to move it forward or backward. Finally the physician pulled the pusher wire back and the coil was broken just at the detachment zone and metal particles dropped out of the introducer sheath.